Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code: e1907 - viral infection.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values two days after the sensor was inserted in the upper buttocks. The patient experienced tiredness and lost consciousness. At an unspecified time of the event the cgm was reading 15.0 mmol/l and the blood glucose reading was 1.2 mmol/l. The patient´s mother treated the patient with 1 glucagon injection at home. She took the patient to the emergency room, there she was treated with 1 glucagon injection, IV fluids for dehydration and IV medication to raise the bg values. After 25 minutes the bg was stabilized. The patient was hospitalized for 5 days, the hospital stay was prolonged due to a viral infection that the patient experienced (non-related to dexcom). At the time of the report the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.